Event description:
Customer's mom called to report a pod failure while sleeping. The pod was on her daughter's abdomen. She had an occlusion the evening before ((B)(6) 2008) and changed that pod at 5:30 pm and gave a 6.35u insulin bolus. At 7:30 pm, her blood glucose (bg) was 194 mg/dl. At 8 pm, bg was 196 mg/dl. She went to bed on (B)(6) 2008 - mom let her sleep in until 8:30 am. Bg was 405 mg/dl, mother gave a 7.6u bolus. At 9:50 am, bg 386 mg/dl and moderate ketones. At 10:30 am bg 402 mg/dl and large ketones. A manual injection of 7.5u was given in the abdomen. Mother changed pod at this time. The daughter was very lethargic and mom took her to ER where they gave her an IV and her bg came down. Daughter was doing much better on (B)(6) 2008. Mother says that when she looked at the pod after the ER visit. It was not angled like normal. It was more straight up and down.